Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions and guided the caller through a pump reset. Following the reset, the cgm error did not reappear, and the caller successfully initiated their sensor session.